Event description:
The customer experienced an elevated blood glucose (BG) level. The customer¿s continuous glucose monitor read "High¿; however, a specific BG value was not provided. A correction bolus was delivered and a supply change was performed to address BG. The cause for the reported issue was unknown. The customer declined to provide additional information.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.